Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All of the buttons functioned properly. However, moisture damage was found on the keypad traces. No button error alarm was noted during testing. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip.

Event description:
Customer reports to have experienced keypad anomaly and a button error alarm. Customer reports that buttons were not responding. Customer's blood glucose was 71 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.